Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, the valve was recaptured due to poor expansion. Upon the second deployment attempt, at 80% deployment, the valve was at an implant depth of 3 millimeter's (mm) and an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was used to complete the procedure. It was noted that a balloon aortic valvuloplasty (bav) was not performed. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products product ID {(B)(6)}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {(B)(6)}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.